Manufacturer narrative:
(B)(4). The malfunction has not been confirmed.

Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Provider states thought the arm pad to have been loose, only needed tightened back on. MDR filed.